Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). Device evaluation: customer reports of stenosis, leaflet immobility, and regurgitation were confirmed through observed host tissue overgrowth. X-ray demonstrated wireform intact and minimal calcification along the free margins of leaflets 2 and 3 near commissure 3. Host tissue fused leaflets 2 and 3 by approximately 6mm at commissure 3 and leaflets 1 and 3 by approximately 2mm at commissure 1 on the outflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7mm on leaflet 2 on the outflow aspect. Host tissue on the stent circumference was minimal on the inflow aspect. Host tissue overgrowth restricted leaflet mobility and led to stenosis. Sewing cloth and silicone of sewing ring was cut around leaflet 1. Sutures remained attached to the sewing ring around commissure 3. Suture holes were visible around the sewing ring. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. A definitive root cause could not be determined; however, it is likely that patient related factors contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information that this 25mm mitral pericardial valve, implanted approximately four (4) years and eleven (11) months was explanted due to mitral stenosis and regurgitation secondary to leaflet immobility. This device was originally implanted for mitral valve replacement to correct mitral regurgitation. At implant, it seemed that the stent post at posterior aspect was dropped towards papillary muscle and chorda tendinea. This device was explanted and replaced with a 27mm mitral valve with no adverse patient effects reported as a result of the valve replacement. The patient status was reported as ¿under treatment¿.